Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported side arm/hub break and inflation problem was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the hub of a 3.00x18mm xience sierra stent delivery system (sds) was cracked and the balloon failed to inflate. The procedure was successfully completed with a new unspecified xience stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.